Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the health canada report was received, which states, "patient who required CT with IV contrast had the saline tubing clamped above the connection/port as usual. Half way through the infusion of contrast heard tubing burst and saline exploded onto CT and console glass. What I think happened is pump did not stop due to "occlusion" (from clamp) and kept running until tubing burst - faulty pump - serial number (B)(6) on mrs[]. There was no harm to the patient. IV was fine after. CT scan went fine with adequate contrast."

Manufacturer narrative:
Correction: unique device identifier (UDI) #, PMA / 510(k)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had failure to alarm for occlusion was not determined because no product or device logs were returned.

Event description:
A copy of the health canada report was received, which states, "patient who required CT with IV contrast had the saline tubing clamped above the connection/port as usual. Half way through the infusion of contrast heard tubing burst and saline exploded onto CT and console glass. What I think happened is pump did not stop due to "occlusion" (from clamp) and kept running until tubing burst - faulty pump - serial number (B)(6). On mrs[]. There was no harm to the patient. IV was fine after. CT scan went fine with adequate contrast."